Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vticm5_13.2, -9.50/1.00/107 (sphere/cylinder/axis), implantable collamer lens tore/broke before loading. It was reported that the damage was noted after opening the vial. There was no patient contact. On (B)(6) 2022 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event was the device; however, it was reported that the device did not fail to perform as intended.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).